Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. The device was received with no complaint information. Attempts were made to reconcile the device with no success. Upon evaluation, it was noted to have foreign matter inside the package.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the sample received (dermabond advanced dnx12, lot ubbbxh) belongs to this complaint? If not, could you please clarify if the sample received belongs to a different complaint? If yes, please provide corresponding complaint number. If the device is in regard to an event that hasn't been reported before, please provide more details of the device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's package opened; upon visual inspection, an unknown foreign matter was noted to be inside the packaging. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.